Event description:
On (B) (6) 2008, the patient reported that while changing the insulin cartridge for the first time she noticed an air bubble after she had inserted it into the infusion device. She pulled the insulin cartridge from the cartridge compartment and the plunger became stuck to the piston rod resulting in 315 units of insulin spilling into the infusion device. She was educated on the proper technique for changing the insulin cartridge. No physiological effects were reported. The patient stated she would switch to her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.